Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had kinked cannula due to which the patient experienced diabetic ketoacidosis and highest blood glucose level of the patient was above 600 mg/dl. The patient took correction bolus and drank water as corrective measure. Reportedly, he changed the infusion set when he received an occlusion alarm. Subsequently, he was hospitalized and had received intravenous potassium and insulin drip, which resolved the issue. The infusion set had been in use for two days. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.